Manufacturer narrative:
Bayer case number: (B)(4). Essure misplaced [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure misplaced") in an adult female patient who had essure inserted (lot no. A95855) for female sterilisation. The patient had a medical history of alcohol abuse, smoker, borderline personality disorder, parity 2 and penicillin allergy. Concurrent conditions were listed as personality disorder, anxiety, post-traumatic stress disorder, dysmenorrhea, pelvic pain, vomiting, abdominal pain, dyspareunia, migraine, headache, maculopapular rash, sleep loss, photophobia, numbness, tingling, major depressive disorder, hemorrhoids, iron deficiency anemia, abnormal uterine bleeding, vision abnormal, tingling, dizziness, nausea, cramp, irregular periods, vaginal discharge abnormality, menorrhagia, urinary tract infection, burning micturition and increased urinary frequency. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with tylenol (paracetamol), advil (ibuprofen), motrin (ibuprofen), remeron (mirtazapine) and aleve (naproxen sodium) as well as surgery (laparoscopic salpingectomy bilateral, operative hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: shows metallic clips of essure coils. The metallic clip on the left side appears to be mostly inside the fallopian tube, with the proximal aspect reaching the uterine cornua. The metallic clip on the right side is displaced medially and is seen to lie in the distal portion of the endometrial cavity. The distal end of the right metallic clip is not positioned properly inside the right fallopian tube. The endometrium is distended with fluid and measures 9 mm. Bilateral ovaries show multiple follicles. Impression: 1. The appendix is normal. No acute intra-abdominal abnormality. 2.incidental findings metallic clips of the essure coils noted in the uterus. On the left side, the metallic clip appears mostly inside the fallopian tube with the proximal aspect reaching the uterine cornua. On the right side, the medial aspect of the metallic clip is in the distal aspect of the endometrial cavity, with the distal end of the clip not clearly in the fallopian tube. [Endoscopy upper gastrointestinal tract] on (B)(6) 2021: post-procedure diagnosis: normal appearing upper gi tract and mucosa. Conclusion: no visible abnormalities of the upper gi tract seen [hysterosalpingogram] on (B)(6) 2014: both essure were seen in good position. There was no fill or spill seen from either fallopian tube. The procedure was tolerated well. Confirms bilateral tubal obstruction. [Pathology test] on (B)(6) 2024: surgical pathology report . Specimens: a peritoneum, right pelvic side all b fallopian tube, right, c fallopian tube, left, d endometrium, endomyometrium. Clinical information: family planning. Final diagnoses: a peritoneum left pelvic sidewall biopsy:- peritoneal tissue without diagnostic abnormality. B, right fallopian tube:- unremarkable fallopian tube. C. Left fallopian tube:- unremarkable fallopian tube. D. Endometrium biopsy:- fragments of endomyometrium with secretory endometrium negative for hyperplasia or malignancy. Gross description: right fallopian tube: fallopian tube measuring 7.0 cm length x 0.6 cm diameter, otherwise unremarkable. Left fallopian tube: fallopian tube: 2 pieces of tube measuring 3.5 cm length x 0.5 cm diameter and 4.2 cm length x 0.6 cm diameter. A. Peritoneum. The specimen is received in formalin, in a container labeled "peritoneum; right pelvic sidewall" and consists of 1 fragment of tan tissue measuring 1.1 x 0.3 x 0.2 cm. Submitted in toto in 1 block. B. Fallopian tube, right. The specimen is received in formalin, in a container labeled "fallopian tube, right; and consists of fallopian tube with fimbrial end, separate silver coil noted. Fallopian tube measuring 7.0 cm length x 0.6 cm diameter, otherwise¿unremarkable the specimen is photographed. Fallopian tube is submitted in toto in 4 blocks and coils kept in the container. C. Fallopian tube, left. The specimen is received in formalin, in a container labeled "fallopian tube, left; consists of 2 pieces of fallopian tube with fimbrial end, separate silver coil noted. Fallopian tube: 2 pieces of tube measuring 3.5 cm length x 0.5 cm diameter and 4.2 cm length x 0.6 cm diameter. The specimen is photographed. Fallopian tube submitted in toto in 4 blocks and coils kept in the container. D. Endometrium. The specimen is received in formalin, in a container labeled "endometrium, endomyometrium" and consists of fragments of tan tissue measuring 3.0 x 3.0 x 0.6 cm in aggregate. Submitted in toto in 4 blocks. [Ultrasound scan] on (B)(6) 2015: the patient had previous fertility control procedure by insertion of essure coils in the fallopian lubes. These were visible on both sides, length of 3.3 cm on the right side and 2.8 cm on the left side. These both are visible at the isthmus and appear to be appropriately positioned. Endometrial thickness is 8.0 mm which is within the normal range, the ovaries are normal. The study was limited to transvesical examination. The patient declined transvaginal examination.; on (B)(6) 2015: nothing abnormal noted but still has brownish pv discharge; on 03-sep-2020: indication: left lower quadrant pain. Query torsion, diverticulitis. Findings: uterus: 7.6 x 5.6 x 3.5 cm. Right essure coil in situ. The left essure coil is not visualized. Impression: -normal ovaries -the left essure coil is not visualized and is likely dislodged. The right essure coil is in good position. Limited assessment of the left lower quadrant due to patient shaking/motion artifact. No obvious diverticula or diverticulitis, howev; on (B)(6) 2021: indication: pelvic pain, history of essure. Impression: the uterus and ovaries are normal. The essure contraceptive devices were visualized in the appropriate location within the uterine cavity.; on (B)(6) 2021: findings: essure coils in situ bilaterally. Impression: no sonographic features of appendicitis. The right lower quadrant of the abdomen is within normal limits. However, the appendix is not seen. No abnormalities in the gynecological structures. Normal right kidney; on (B)(6) 2025: at the region of the right fallopian tube, there is a tubular structure approximately 3.0 cm long and 0.3 cm wide. Iwonder if the patient had instrumentation in this area. The patient had previous tubal ligation. The bladder is normal, the prevoid volume is 669.0 ml, the postvoid volume is 34.0 ml. Ureteral jets are not seen on either side. No abnormality is seen within the bladder. Batch number- a95855; manufacture date- 01-jan-2013; expiration date- 01-jan-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) essure misplaced [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure misplaced") in an adult female patient who had essure inserted (lot no. A95855) for female sterilisation. The patient had a medical history of alcohol abuse, smoker, borderline personality disorder, parity 2 and penicillin allergy. Concurrent conditions were listed as personality disorder, anxiety, post-traumatic stress disorder, dysmenorrhea, pelvic pain, vomiting, abdominal pain, dyspareunia, migraine, headache, maculopapular rash, sleep loss, photophobia, numbness, tingling, major depressive disorder, hemorrhoids, iron deficiency anemia, abnormal uterine bleeding, vision abnormal, tingling, dizziness, nausea, cramp, irregular periods, vaginal discharge abnormality, menorrhagia, urinary tract infection, burning micturition and increased urinary frequency. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with tylenol (paracetamol), advil (ibuprofen), motrin (ibuprofen), remeron (mirtazapine) and aleve (naproxen sodium) as well as surgery (laparoscopic salpingectomy bilateral, operative hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: shows metallic clips of essure coils. The metallic clip on the left side appears to be mostly inside the fallopian tube, with the proximal aspect reaching the uterine cornua. The metallic clip on the right side is displaced medially and is seen to lie in the distal portion of the endometrial cavity. The distal end of the right metallic clip is not positioned properly inside the right fallopian tube. The endometrium is distended with fluid and measures 9 mm. Bilateral ovaries show multiple follicles. Impression: 1. The appendix is normal. No acute intra-abdominal abnormality. 2.incidental findings metallic clips of the essure coils noted in the uterus. On the left side, the metallic clip appears mostly inside the fallopian tube with the proximal aspect reaching the uterine cornua. On the right side, the medial aspect of the metallic clip is in the distal aspect of the endometrial cavity, with the distal end of the clip not clearly in the fallopian tube. [Endoscopy upper gastrointestinal tract] on (B)(6) 2021: post-procedure diagnosis: normal appearing upper gi tract and mucosa. Conclusion: no visible abnormalities of the upper gi tract seen [hysterosalpingogram] on (B)(6) 2014: both essure were seen in good position. There was no fill or spill seen from either fallopian tube. The procedure was tolerated well. Confirms bilateral tubal obstruction. [Pathology test] on (B)(6) 2024: surgical pathology report. Specimens: a peritoneum, right pelvic side all b fallopian tube, right, c fallopian tube, left, d endometrium, endomyometrium . Clinical information: family planning. Final diagnoses: a peritoneum left pelvic sidewall biopsy: - peritoneal tissue without diagnostic abnormality. B, right fallopian tube: - unremarkable fallopian tube c. Left fallopian tube: - unremarkable fallopian tube d. Endometrium biopsy: - fragments of endomyometrium with secretory endometrium negative for hyperplasia or malignancy . Gross description: right fallopian tube: fallopian tube measuring 7.0 cm length x 0.6 cm diameter, otherwise unremarkable left fallopian tube: fallopian tube: 2 pieces of tube measuring 3.5 cm length x 0.5 cm diameter and 4.2 cm length x 0.6 cm diameter. A. Peritoneum. The specimen is received in formalin, in a container labeled "peritoneum; right pelvic sidewall" and consists of 1 fragment of tan tissue measuring 1.1 x 0.3 x 0.2 cm. Submitted in toto in 1 block. B. Fallopian tube, right. The specimen is received in formalin, in a container labeled "fallopian tube, right; and consists of fallopian tube with fimbrial end, separate silver coil noted. Fallopian tube measuring 7.0 cm length x 0.6 cm diameter, otherwise unremarkable the specimen is photographed. Fallopian tube is submitted in toto in 4 blocks and coils kept in the container. C. Fallopian tube, left. The specimen is received in formalin, in a container labeled "fallopian tube, left; consists of 2 pieces of fallopian tube with fimbrial end, separate silver coil noted. Fallopian tube: 2 pieces of tube measuring 3.5 cm length x 0.5 cm diameter and 4.2 cm length x 0.6 cm diameter. The specimen is photographed. Fallopian tube submitted in toto in 4 blocks and coils kept in the container. D. Endometrium. The specimen is received in formalin, in a container labeled "endometrium, endomyometrium" and consists of fragments of tan tissue measuring 3.0 x 3.0 x 0.6 cm in aggregate. Submitted in toto in 4 blocks. [Ultrasound scan] on (B)(6)2015: the patient had previous fertility control procedure by insertion of essure coils in the fallopian lubes. These were visible on both sides, length of 3.3 cm on the right side and 2.8 cm on the left side. These both are visible at the isthmus and appear to be appropriately positioned. Endometrial thickness is 8.0 mm which is within the normal range, the ovaries are normal. The study was limited to transvesical examination. The patient declined transvaginal examination.; on (B)(6) 2015: nothing abnormal noted but still has brownish pv discharge; on (B)(6) 2020: indication: left lower quadrant pain. Query torsion, diverticulitis . Findings: uterus: 7.6 x 5.6 x 3.5 cm. Right essure coil in situ. The left essure coil is not visualized. Impression: -normal ovaries -the left essure coil is not visualized and is likely dislodged. The right essure coil is in good position. Limited assessment of the left lower quadrant due to patient shaking/motion artifact. No obvious diverticula or diverticulitis, howev; on (B)(6) 2021: indication: pelvic pain, history of essure. Impression: the uterus and ovaries are normal. The essure contraceptive devices were visualized in the appropriate location within the uterine cavity.; on (B)(6) 2021: findings: essure coils in situ bilaterally. Impression: no sonographic features of appendicitis. The right lower quadrant of the abdomen is within normal limits. However, the appendix is not seen. No abnormalities in the gynecological structures. Normal right kidney; on (B)(6) 2025: at the region of the right fallopian tube, there is a tubular structure approximately 3.0 cm long and 0.3 cm wide. Iwonder if the patient had instrumentation in this area. The patient had previous tubal ligation. The bladder is normal, the prevoid volume is 669.0 ml, the postvoid volume is 34.0 ml. Ureteral jets are not seen on either side. No abnormality is seen within the bladder. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.